Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code and the device touchscreen was found to not function. The probable cause for the device touchscreen not functioning was due to a broken front bezel. During further testing at the service center of the device mechanism, using a test fixture the device alarmed with a s321 malfunction alarm code when powered on. It was noted that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause for s321 was due to a broken rtv seal on the mr2 motor. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility the device touchscreen was not functioning and the device alarmed with an s321 (motor error-pmc left) malfunction alarm code. Prior to testing, the device was returned to the biomedical department with a note that stated "equipment repair" and it was also reported "bad front bezel." No information was provided; however, it was reported there was no patient involvement. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.